Event description:
It was reported that, over the last couple of months, the patient had a change in therapy, specified as a return of symptoms. A pump and catheter replacement was planned and it was noticed that the catheter was cut by the pin where it went into the pump connector. The healthcare provider (hcp) decided that she didn¿t want to replace the entire catheter and wanted to connect a new section of an ascenda to an older 8709 catheter. However, no connectors were available for that connection, so an 8731sc catheter was used and connected to the existing 8709 catheter, as it had the necessary boots and connector. The device system was used to deliver baclofen. The cause of the event, additional specific symptoms, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).